Event description:
A nurse reported a system message displayed during a procedure. The case was completed using the same equipment and accessories, with a delay of more than 15 minutes. There was no harm to the pt.

Manufacturer narrative:
The facility did not request service. There was no sample returned for eval and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).